Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) not charging battery and not running on mains power. Hybrid icon confirmed appearing on touch screen. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) replaced power line cord.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10, h11. Corrected data: d4 (UDI#).